Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on multiple patient samples on a dimension exl 200 instrument. Quality control (qc) was within range prior to running patient samples on the day of the event. The customer encountered a calibration issue while investigating the falsely depressed results. On the day of the event, the customer observed integrated multisensor technology (imt) errors. The customer replaced the salt bridge cap/tubing, replaced and primed salt bridge solution five times, recalibrated lytes, and ran qc. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, observed that imt pump alignment was not passing, flipped the direction of pump tubing, screwed the pump pressure foot, and stabilized the pump rate. Then, the cse replaced all tubing, aligned the pump, performed super condition, and ran calibration, alignment, dilution check, patient samples, and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the fluid flow issue throughout the imt system and salt buildup on the salt bridge cap potentially contributed to the falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely depressed sodium (na) results were obtained on multiple patient samples on the dimension exl 200 instrument. The samples were repeated on the original instrument. The results were also depressed and were not reported to the physician(s). The samples were sent to an alternate facility and repeated on alternate dimension vista instruments. The repeat results recovered higher than the previous results and were reported as the correct results to the physician(s). The correct result for the sample that initially recovered as 124 mmol/l and 125 mmol/l is unknown. Regarding sample identifier (B)(6), the correct result was provided; the erroneous result for this sample was not confirmed/provided. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.